Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 648 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer stated that he ran out of supplies and ended up in the hospital. The customer provided the hospitalization information.